Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: after use, pressing the button on the needle does not activate the recovery of the needle..

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed, and the cause was determined to be manufacturing related. One video and one insyte autoguard needle and needle cover were provided for investigation. The needle was received fully extended from the shield. Dry adhesive was found between the needle hub and the grip, which prevented needle retraction. The root cause of this failure is related to our assembly process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.